Event description:
It was reported that the bone biopsy needle became stuck in l4. The doctor had to cut a portion of the needle off and use a lot of force to pull out the remainder with pliers. The doctor had to go over it with the guide. The bone was very healthy. There was no patient injury reported.

Manufacturer narrative:
H10: the lot history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. Based on the limited information available, the results of the investigation are inconclusive and the root cause is unknown.